Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 40 mg/dl to 200mg/dl. The cause of bg was unknown; however customer reportedly had an unspecified illness that reacted negatively with bg levels. Paramedics were called to assist customer; however when customer's blood glucose was tested, bg levels had risen to approximately 200 mg/dl. Paramedics administered insulin for this bg level. Customer's healthcare provider believes that customer's liver "shot something into body" for bg levels to rise. The customer was transported to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support as customer believed pump was functioning as intended.